Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced ¿a lot of bleeding¿ shortly after a right ventricular (rv) lead replacement procedure, but they were able to be discharged from the hospital the day following the procedure. Additionally, the patient reported they were readmitted to the hospital one week later due to ¿excessive bleeding¿ and for an additional procedure to ¿close the wound properly.¿ the rv lead remains in use. No further patient complications have been reported as a result of this event.